Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed controller clock corrupt alarms indicating a total loss of external power to the system controller, which appeared consistent with full depletion of the external and backup batteries, therefore causing the observed pump stoppage captured in the submitted lvad event log file. The submitted controller event log file contained 235 events, dated 23jan2000 through 04feb2000, as well as 21 events following this period, dated 09jun2020. For the majority of the log file, clock invalid controller fault flags and controller clock corrupt alarms were captured due to the clock not being set correctly. This log file also captured numerous low power advisory and hazard alarms throughout the log file as well as no external power alarms on 27jan2020 due to the full depletion of the external 14v li-ion batteries. The system controller¿s internal 11v backup battery was in use at this time and there was no interruption in support. No other atypical alarms or events were captured. The pump operated at the set speed throughout the log file and appeared to be functioning as intended. Although a specific cause for the controller clock not being set could not conclusively be determined through this evaluation, the submitted lvad event log file captured the device off on 06may2020 and resuming function with the clock not set correctly. This finding is likely the result of a loss of external power to the system controller and depletion of the controller¿s internal backup battery on this date. These events would have resulted in pump stoppage. The account indicated that the patient is hard of hearing and it is likely that the patient allowed his external and backup batteries to die and he did not hear the alarm. The account also reported that the patient was seen for a driveline wound culture. The culture was reportedly negative and there were no signs of infection. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The relevant sections of the device history records for (B)(6).were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU) and patient handbook explain the battery charge level, fuel gauge display, and all visual and audible alarms. Instructions for exchanging batteries and switching power sources are also provided. Additionally, these documents explain that heartmate 3 patients must be attached to the power module or mpu during sleep or any time when sleep is likely. It is also noted that depleting the batteries and the backup battery will cause the pump to stop. Additionally, although the reported event information indicated that the driveline wound culture was negative and there were no signs of infection; the heartmate 3 lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when the patient was connected to the power module there was a low voltage alarm and the controller's clock was not set. The driveline culture was negative and there were no signs of infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was seen in clinic due to driveline would culture. No further information was reported.